Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage was indicates the failure was likely due to deployment against resistance such as bone and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during the implant procedure the physician attempted to deploy the device by opening and closing it multiple times. The housing broke off and detached from the inserter. This happened during the application of the sagittal wiggle. The physician utilized a clamp to remove the broken pieces. The procedure was completed successfully using a new device.

Event description:
It was reported that during the implant procedure the physician attempted to deploy the device by opening and closing it multiple times. The housing broke off and detached from the inserter. This happened during the application of the sagittal wiggle. The physician utilized a clamp to remove the broken pieces. The procedure was completed successfully using a new device